Event description:
It was reported to philips that during a functional test, the device experienced a defib test/pads failure. It was noted that multiple components were swapped in and out of the device by the customer in an attempt to troubleshoot the issue but the failure remained. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed as a function test error and the cause was traced to a defective therapy ii pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy ii pca. The device returned unrepaired at the customer's request. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that during a functional test, the device experienced a defib test/pads failure. It was noted that multiple components were swapped in and out of the device by the customer in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.